Event description:
Additional information received reported that the patient had an appointment scheduled with a new health care provider (hcp) for (B)(6) 2013. The patient was not sure if this hcp could remove the therapy. The next day it was reported that the patient¿s battery had been ¿depleted for a year.¿ the patient wanted the device ¿out of her back¿ and stated that she called ¿yesterday and the girl was going to call the doctors to see if they do that.¿ the patient stated that her ¿battery went dead and it was stuck in her back and it was driving her crazy and she also had spine trouble.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 300710001, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot# n308284, implanted: (B)(6) 2012, product type screening device; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation, as well as a loss of therapeutic effect. The patient was experiencing pain "in her spine and up her back". It was reported that the patient's pain started when she was in a nursing home from (B)(6) 2012. It was reported that the patient did not recharge the implantable neurostimulator (ins) while she was in the nursing home and she stopped feeling stimulation at that time. It was noted that the patient's stimulation has not worked since then. It was reported that the patient's pain has "gradually gotten worse" and patient "could not stand or lay down". It was reported that before the patient went into the nursing home she fell and was stuck in her bathroom for two days. It was noted that she did not break any bones, she had ulcers on her legs. It was reported that in (B)(6) 2012 the patient fell again and broke her left leg. It was reported that the patient was in the hospital for 8 days. The patient was given morphine and lortab. It was noted that the patient had two operations on her leg. It was noted that the patient had "three things wrong with her spine" and she was in "terrible pain". It was stated that the patient was implanted with the device to help with the pain in her spine and legs. It was reported that the ins pocket site had "opened up" when she was in the nursing home. It was stated that the patient never had surgery to repair this and that it had occurred in (B)(6) 2012. It was noted that the patient's ins had moved from the left "buttock region" to the middle of her back, next to her tailbone. It was reported that the patient started to notice this while she was in the nursing home in (B)(6) 2012. It was noted that the patient could feel the nurses "pressing on it" when they were trying to move her. It was reported that the ins was "sticking out and pressing on her tailbone". It was reported that the patient wanted to have the ins removed. It was noted that the patient did not know if the ins was at end of service or if it was overdischarged. The patient was looking for a new doctor to discuss the removal of the device. Additional information has been requested, but was not available at the time of the report.